Manufacturer narrative:
During testing it was found that the device door roller was broken. The customers reported event of device alarmed e380 was confirmed. No information was provided; therefore, the box was left blank. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed for e380. This does not indicate a reportable malfunction. However, during verification testing a the service center it was noted that the device door roller was broken.